Event description:
It was reported that during a pta treatment procedure, deployment difficulties were encountered. The wallstent uni 12mm/90mm/160cm was being used to treat a stenosis of the iliac artery, but the stent didn't expand fully at the end. No pt injuries or complications were reported. Pt status is reported as 'good'.